Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the leak was caused by torn tubing on the rinse block. The fse replaced the tubing and the leak was resolved. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from an unknown location on the right side of a coulter lh 750 hematology analyzer. The volume of the leak was approximately 3 ml and was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.